Manufacturer narrative:
Analysis of programming history.

Event description:
A vns epilepsy pt was being seen on (B)(6) 2011 for a follow up appointment where the following sequence of events occurred. The pt's caregivers had reported that the magnet did not work as well as it had in the past from a clinical standpoint when swiped during a seizure that occurred on (B)(6), 2011. The nurse successfully interrogated the pt's device, and then proceeded to the device history to check the magnet activations and verified that magnet swipes had occurred on (B)(6). The nurse then returned to the parameter's screen and attempted to change the magnet mode output current from 1.75ma to 2.0ma. She went to program the generator and received the following error message "the pulse generator is currently disable due to an unk reason. Note that the generator is not supplying stimulation..." Followed by the following error message "failed to receive program acknowledgment. The generator may or may not have been programmed to the desired settings. It is recommended that the generator be interrogated to verify the parameter settings." The nurse tried to reprogram the device with two different programming systems and received the same results. The nurse then called the MFR for assistance. The device was re-interrogated revealing that the output current and magnet mode output current had both been programmed to 0ma. System diagnostics were then performed and the following error message resulted "programmed current is possibly not being delivered at the specified level (possibly limited by battery voltage, lead impedance, or other reason)." The results indicated that the output current was low, 1.5ma were delivered, the impedance was ok at 1867ohms, and ifi=no. Troubleshooting steps were then performed on the programming system to determine that it was working properly. The nurse attempted to program the device and perform diagnostics again and received the same results. A generator reset was then attempted. After the generator reset, the nurse attempted to interrogate the device, and was unable. The nurse attempted the generator reset two additional times, and still could not interrogate the device. Additional attempts were made by a MFR rep. At a later date, to interrogate the device, however, these were also unsuccessful. The pt was reported as experiencing an increase in seizures due to the device being disabled. X-rays were received and reviewed by the MFR. Based on the x-rays received, there were no anomalies observed that are suspected to be contributing to the reported events. Programming history was received from one of the handhelds used at the office visit on (B)(6) 2010. Review of the generator source code revealed that the device experienced a pulse disabled event and returned the reason was due to "bad flash backup.' It was also noted at the point in which the nurse was attempting to re-program the device magnet output current, that this resulted in a partial programming event, which resulted in the "failed to receive program acknowledgment" error message at the office visit. There were no other obvious anomalies with the device other than the pulse disabled status (due to "bad flash backup"). Further review of the generator source code is currently underway. The DHR for the generator was reviewed and there were no anomalies observed, and the device passed all electrical tests, as well as quality and mfg inspections prior to shipment. The generator has been explanted and replaced, however, it has not yet been returned to the MFR for analysis. The cause of the pulse disabled event due to "bad flash backup" is unk at this time.